Event description:
It was reported that the 20fr. Edwards femflexii venous cannula (B)(4) was placed in the right groin of a patient going on to ECMO support. Approximately three days later a leak developed by the hub of the cannula near the incision site. It drew some air into the centrifugal pump but was caught before depriming the blood pump. The cannula was replaced.

Manufacturer narrative:
It should be noted that this cannula was reportedly used for in ECMO for three days. This is much longer than the 6 hours indicated in the instructions for use and therefore considered off-label use of the device.